Event description:
Pt with a right femoral endoprosthesis placed on 4/25/96. On 3/14/97, pt reported feeling a "pop" in his right thigh. X-ray showed a fracture of the right femoral stem. Pt required surgery on 3/18/97 for replacement of the femoral stem.